Event description:
I use the stelo cgm device via subscription. For the second time within the same lot the service ended obsession approx 9 days early and shut down. Stelo will not replace the defective unit(s) and relies on device support using an ai platform. Once the device prematurely ends, there is no way for the end user to obtain the material number since the early ending conveniently erases it from their app. When they are contacted, they refuse to help identify it, despite the fact the devices were sold by them and they should have a record of the serial numbers that are sold and circulated. This seems like a dangerous concept on its face. I read the warning letter sent by your agency about the failing sensor wires, but noted there was no recall. I think this sensor wire issue and premature device failure needs further attention, beyond the warning letter previously issued. While anecdotal, there is quite a bit of chatter in a sub reddit stelo community in which many members are experiencing the same premature device failure, and being denied any replacement or resolution from stelo. The two patterns I've identified are the fact that the manufacture date of april seems to be mentioned a lot, and stelo seems to issue one replacement device when it fails prematurely, but never again after the first. Their customer service phone number is not available and on their website in plain sight and can only be obtained after navigation of multiple ai bot texts. As a nurse this is very concerning since some people may lack the skill or fortitude to navigate this absurd gauntlet. Please advise. (B)(6), msn, rn, wcc, ccm. Health code: 4580. Device code: 1480, 2588. Ref report: mw5176686.